Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd 10ml syringe slip tip with bd precisionglide¿ needle 22g 1 1/4 contained foreign matter. The following information was provided by the initial reporter: "when using a 10ml syringe to extract the liquid medicine, it is found that there is a black foreign matter in the syringe...".

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 301945 and lot number 1907189. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation by our quality engineer team. Through examination of the retained samples, no signs of defect could be found. Based on the investigation results, an exact cause could not be determined for the reported incident.

Event description:
It was reported bd 10ml syringe slip tip with bd precisionglide¿ needle 22g 1 1/4 contained foreign matter. The following information was provided by the initial reporter: "when using a 10ml syringe to extract the liquid medicine, it is found that there is a black foreign matter in the syringe..."